Event description:
Reporter alleged the needle from the safe-t-pro lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she is unsure which lot of lancets were used and so no product will be returned for evaluation.